Event description:
Indications: non-familial hypogammaglobulinemia; common variable immunodeficiency, unspecified patient reports the pump was not working and kept pushing tubing out. She stated she has had this pump for 2 years now. No further info given. Lot number and expiration date is unknown. Reported to (B)(6) by: patient/caregiver.